Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had hemodynamic breakdown after impella insertion, and extracorporeal membrane oxygenation (ECMO) was added. The patient had bleeding from the respiratory tract, gastrointestinal tract, etc. With no bleeding at the impella insertion site and the patient expired. The cause of death was sudden cardiac arrest and with no relationship to the impella. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
G1 reporting contact email revised on manufacturer device report 1220648-2024-20617 in accordance with updated procedures. H6 investigation conclusions 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-20617. Upon further review heparin was used in the purge solution the following fields were revised from the initial submission 1220648-2024-20617 in accordance with updated procedures. B2 death and date of death. H1 type of report. H6 health effect - impact code 1802.